Event description:
It was reported that the patient underwent a surgery involving a tactra device due to unknown reasons. An inflatable penile prosthesis (ipp) was implanted and there were no patient complications reported.